Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level yesterday was 429 mg/dl. The customer treated high blood glucose with insulin pump. The customer also had high blood glucose level of 330,385mg/dl. It was reported that the insulin pump also received multiple errors and was able to clear the alarm and also passed self test. The product will not be returned for analysis.